Manufacturer narrative:
This report is submitted on december 11, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to 5 electrodes being deactivated. The patient was reimplanted with another cochlear device during the same surgery.